Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during entero-entero anastomosis on an open hemicolectomy, the staple formation was asymmetrical and there was leak on two points above the staple line. They over sewed the leak points for reinforcement and used another product for coagulation of the leak zone to complete the case.

Event description:
According to the reporter, during entero-entero anastomosis on an open hemicolectomy, the staple formation was asymmetrical and there was leak on two points above the staple line. They over sewed the leak points for reinforcement and patient underwent gastroscopy with argon to coagulate the bleeding points, and the case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.